Event description:
It was reported that patient experienced herniation of the balloon with his artificial urinary sphincter (aus). Patient underwent a replacement surgery. A new balloon was implanted. No information about the patient outcome is available at the moment. No additional information was requested as all information necessary to process the event is already available. Product return request was sent, no product return request is expected. Should device return and analysis is completed, this report will be updated.